Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 14.3 mmol/l. The customer tried different sets of infusion sets the past few days. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that cannula was not bent. The customer was assisted with setting the fill cannula set at 2.0 units.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.